Event description:
Supplemental medwatch being sent for additional information.

Manufacturer narrative:
H3: evaluation summary: the device was received with the nurse call receptacle pin 3 inside bent down. No other abnormalities were observed. Evaluation of the unit found the unit had power and sounded when in use with a sensor pad. However, it did not send a signal to activate the indicator light at the nurse call test fixture due to a bent pin 3 inside the nurse call receptacle. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit. Being that the unit is more than five years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to a bent pin inside the nurse call receptacle, and the likely cause of the event is abnormal use or normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Manufacturer reference file (B)(4).

Manufacturer narrative:
This report is based solely on the information provided by the customer. Due to the product not being returned, confirmation of the customer's complaint and the root cause could not be determined. A review of the complaint database revealed similar complaints of 8345 alarms either sounding when they shouldn't or not sounding when they should. Investigations into these complaints revealed that the most likely cause of the reported complaint is the sw reed switch that either failed or was faulty per engineering doc# (B)(4). Other causes, such as corrosion and moisture damage on the printed circuit board, are also a possibility; however, it cannot be certain without physically evaluating the reported device. Being that the unit is already more than four years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause of the reported issue is normal wear-and-tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
On 07-09-2021 bd1 customer contacted us via e-mail. The customer would like to return qty 2 of the product for warranty inspection. Please see line #1 for all the details. S/n for these alarms (B)(4). Bringing these 2 alarms back due to possible patient incident. No gtin information available.